Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient was treated with oral antibiotics (duration not reported) due to a skin reaction at the implant site. Treatment was unsuccessful and subsequently, the receiver/stimulator became exposed. The device was explanted on (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed may 3, 2016.